Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two episodes; one treated and the second untreated. The episode with delivered therapy, was confirmed due to t-wave oversensing in the primary sensor vector. Technical services reviewed data, confirming inappropriate therapy due to non-cardiac noise signals: the device reprogrammed to the alternate vector. To date, the device remains implanted and in service with no add'l complications reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.